Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain / localised pain/pain, including chronic pain;") and uterine perforation ("perforation of the uterus or other structure") in a 52 year-old female patient who had essure inserted (lot no. Ess305- inv, b09704). Additional non-serious events are detailed below. The patient had a medical history of pain in thigh in 2019 and right lower quadrant pain, low back pain (patient has been suffering from low back pain and pain down the right leg for almost two years now. Her symptoms worsened over the last year.), vomiting, nauseous and menopausal. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2020. On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), uterine perforation (seriousness criteria medically important and intervention required), dyspareunia ("dyspareunia"), hypersensitivity ("allergy simptoms/allergic or hypersensitivity reaction"), genital haemorrhage ("heavy / abnormal bleeding"), menstrual disorder ("changes to menstrual cycle"), fatigue ("fatigue"), alopecia ("hair loss"), amnesia ("memory loss"), brain fog ("brain fog") and mental disorder ("psychological issues"). The patient was treated with surgery (total laparoscopic hysterectomy and left oophorectomy and right salpingo-oophorectomy). At the time of the report, the pelvic pain, dyspareunia, hypersensitivity, genital haemorrhage, menstrual disorder, fatigue, alopecia, amnesia and brain fog had resolved. The outcome of uterine perforation was unknown. The reporter considered alopecia, amnesia, brain fog, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, menstrual disorder, mental disorder, pelvic pain and uterine perforation to be related to essure administration. The reporter commented: discrepancy noted as essure insertion date (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound pelvis] on (B)(6) 2016: clinical history: irregular periods for few months, sometimes clots, bleeding up to 20 days per month. Also dyspareunia, ovarian pathology fibroids. Patient confirmed sterilization conclusion: 57 mm septated simple cyst right ovary. Foreign body, calcification within myometrium; on (B)(6) 2016: ultrasound pelvis irregular periods for a few months, sometimes clots, bleeding for up to 20 days per month. Also dyspareunia ? Confirmed no left ovary after ectopic [sic] pregnancy. Patient confirmed sterilisation. Simple cyst right ovary. Foreign body.; on (B)(6) 2016: 2 essure device noted. [Ultrasound scan] on (B)(6) 2013: us pelvis transabdominal & transvaginal: esure1 both devices were identified at the uterine fundus and were seen to extend laterally from the upper endometrium to the outer myometrium. Ultrasonically the devices appeared to be correctly positioned. Normal appearance of both ovaries. No free pelvic fluid; on (B)(6) 2016: ultrasound left shoulder: conclusion sub deltoid/sub acromial bursitis. Acj degeneration. Small erosions/calcifications along the humeral head. Lot number ess305 is invalid. Lot number: b09704 manufacture date: 2013-03 expiration date: 2016-03 ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: uterine perforation , mental disorder. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: medical record received. Reporters information added. Patient medical history and lab data added .non drug treatment updated. New events uterine perforation , mental disorder added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / localised pain') in a 52-year-old female patient who had essure (batch no. Ess305- inv, b09704) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), hypersensitivity ("allergy symptoms"), genital haemorrhage ("heavy / abnormal bleeding"), menstrual disorder ("changes to menstrual cycle"), fatigue ("fatigue"), alopecia ("hair loss"), amnesia ("memory loss") and feeling abnormal ("brain fog"). The patient was treated with surgery (essure removal via hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, dyspareunia, hypersensitivity, genital haemorrhage, menstrual disorder, fatigue, alopecia, amnesia and feeling abnormal had resolved. The reporter considered alopecia, amnesia, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, hypersensitivity, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2013: us pelvis transabdominal & transvaginal: esure1 both devices were identified at the uterine fundus and were seen to extend laterally from the upper endometrium to the outer myometrium. Ultrasonically the devices appeared to be correctly positioned. Normal appearance of both ovaries. No free pelvic fluid; on (B)(6) 2016: ultrasound left shoulder: conclusion sub deltoid/sub acromial bursitis. Acj degeneration. Small erosions/calcifications along the humeral head. Lot number ess305 is invalid. Lot number: b09704. Manufacture date: 2013-03. Expiration date: 2016-03. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-mar-2021: patient initials updated. Patient date of birth added. Essure date implanted updated. Patient lab data added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / localised pain') in a female patient who had essure (batch no. Ess305- inv, b09704) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), hypersensitivity ("allergy symptoms"), genital haemorrhage ("heavy / abnormal bleeding"), menstrual disorder ("changes to menstrual cycle"), fatigue ("fatigue"), alopecia ("hair loss"), amnesia ("memory loss") and feeling abnormal ("brain fog"). The patient was treated with surgery (essure removal via hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, dyspareunia, hypersensitivity, genital haemorrhage, menstrual disorder, fatigue, alopecia, amnesia and feeling abnormal had resolved. The reporter considered alopecia, amnesia, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, hypersensitivity, menstrual disorder and pelvic pain to be related to essure. Lot number ess305 is invalid. Lot number: b09704 manufacture date: 2013-03 expiration date: 2016-03. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 14-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / localised pain') in a female patient who had essure (batch no. Ess305- inv, b09704) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergy symptoms"), feeling abnormal ("brain fog"), amnesia ("memory loss"), menstrual disorder ("changes to menstrual cycle"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), alopecia ("hair loss") and genital haemorrhage ("heavy / abnormal bleeding"). The patient was treated with surgery (essure removal via hysterectomy on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, hypersensitivity, feeling abnormal, amnesia, menstrual disorder, dyspareunia, fatigue, alopecia and genital haemorrhage had resolved. The reporter considered alopecia, amnesia, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, hypersensitivity, menstrual disorder and pelvic pain to be related to essure. Lot number ess305 is invalid. Lot number: b09704 ,manufacture date: 2013-03, expiration date: 2016-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 01-mar-2021: the follow information were updated pregnant was updated from unknown to no; essure stop date; event were added allergy symptoms, brain fog, memory loss, changes to menstrual cycle, dyspareunia, fatigue, hair loss, heavy /abnormal bleeding, localized pain was added to event pain and outcome was update from unknown to recovered/ resolved we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.